Event description:
During the evaluation, review of the device history log shows that the pump alarmed for a system error 322 on two occasions. There was no reported patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able confirm the system error through review of the device history log; however the alarm could not be reproduced during testing. A failed upper and lower aux assemblies are known to contribute to system error 322 and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.